Event description:
The customer initially reported that their device was showing the charge-pak and attention icons. After an evaluation by physio-control, it was observed that the device was showing all three icons (charge-pak, attention and service wrench) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The customer received a replacement device.